Event description:
The pt had no issues with the trial leads. Five days after implantation of the permanent leads the pt experienced severe "spinal cord headaches". The symptoms were located at the area of paresthesia and head and were possibly due to a cerebrospinal fluid leak or possibly due to the spinal cord stimulation. The lead was replaced. A computerized tomography scan of the pt's brain and head taken in 2008 was normal. The hcp reported the pt outcome as a "non-serious injury/illness".